Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6). Batch: 21001528 UDI: (B)(4). Product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6) batch: 21001528 UDI: (B)(4).

Event description:
It was reported that patient underwent an explant for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7010251, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc9218150, model: sc-4318, batch: 22186612, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant for unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an explant for unknown reason. Additional information received that patient is doing well post operatively and the explanted devices will not be returned. No further information has been obtained.